Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiry date: mar / 2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement of the vascular stent delivery system through the groin to the right external iliac artery via the right femoral artery, allegedly some resistance was encountered; therefore, the health care provider (hcp) removed the stent delivery system to perform additional dilatation of the vessel. Prior to re-insertion of the stent delivery system, the hcp allegedly identified that the distal end of the stent was a little expanded, rendering the device unusable. Reportedly, another vascular stent was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during advancement of the vascular stent delivery system through the groin to the right external iliac artery via the right femoral artery, allegedly some resistance was encountered; therefore, the health care provider (hcp) removed the stent delivery system to perform additional dilatation of the vessel. Prior to re-insertion of the stent delivery system, the hcp allegedly identified that the distal end of the stent was a little expanded, rendering the device unusable. Reportedly, another vascular stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: images were not provided and the sample was not returned. As a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently describe the potential issue. The IFU states: 'visually inspect the bard® lifestar¿ vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' Furthermore, the IFU demands for sufficiently flushing of the delivery system through both luer lock adapters. In regards to accessories the IFU states: 'the bard® lifestar¿ vascular stent system is only compatible with a 0.035¿ (0.89 mm) guidewire.' And 'the bard® lifestar¿ delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath.' Expiry date: mar / 2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.